Event description:
Account reported that the nurse call was not working. No injury reported.

Manufacturer narrative:
Technician located the bed in medsurg room. Account stated nurse call was not working. Technician tested bed functions and no problem was found.